Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: apparently the unit has no opening and has brown particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.